Event description:
It was reported that the customer went to the emergency room for a blood glucose level reading of 386 mg/dl. The customer was treated with intravenous insulin and saline and at the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Reportedly, it was reported that a cartridge did not fit onto the pump. No additional information was provided and the customer declined troubleshooting with tandem technical support.